Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/24/2010, 05/02/2010, and 05/10/2010 by phone, fax, and mail. A completed questionnaire was received on 05/11/2010. (B) (4). (B) (4).

Event description:
Adverse event: "dim vision" (vision, impaired). Product problem: "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that one week following intraocular lens (iol) implant surgery, her vision is dim at computer range and that "black looks gray only with both eyes open." In a follow-up, the surgeon reported that the patient's near and distance vision is best vision, intermediate may not be as good. The surgeon reported that the event continues for the patient and not expected to resolve. The patient was prescribed computer glasses.